Event description:
After turning patient, nurse noted there no waveforms on the vent. Saturation decline. Decline to 57% with drop in mean arterial pressure (map) to as low as in the 30's, increase heartrate (hr) of patient. Identified disconnection between the humidifier and the inspiratory limb; no alarm to alert this disconnection.